Manufacturer narrative:
The investigation for the reported issue has been completed. Clinical review stated that the hospital staff noted the automated impella controller (aic) was not charging when plugged in. They checked to ensure the battery switch was "on" and tried once flipping to "off" and then back on but no changes. Different surge protected outlets were tried but no changes. The controller battery died and was unable to power on. The console was returned for investigation. The logs from the day of the complaint showed a battery level low alarm and alternating current (ac) power disconnected alarm. Battery level low alarm was issued upon boot up (29% battery level). The console was plugged into the ac but it did not resolve the ac power disconnected alarm (ac power was not recognized). Output of ac/dc power supply was 0v. The ac fuses were intact. Power supply only had an 8 volt ac input. It was determined that the ac power cord was defective. The blue neutral wire was discontinuous throughout the power cord. Once the power cord was replaced, the aic charged the batteries when connected to ac power. The aic battery charging issues were due to a defective ac power cord. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a not charging issue. The hospital staff noted the aic was not charging when plugged in. They checked to ensure the battery switch was "on" and tried once flipping to "off" and then back on but no changes. They tried different surge protected outlets but no changes. The controller battery died and was unable to power on. No clinical details regarding resolution or patient involvement/condition were provided.